Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688, lead, implanted: (B)(6) 2010; 5076-45, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was further reported that a review of the device's product performance data indicated higher than normal impedance in the battery.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the charge circuit timeout alert, and high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). There were charge circuit timeout alerts recorded on (B)(6) 2014, prior to eri. There was an excessive charge time alert on (B)(6) 2014. Correction: this device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
It was reported that the device unexpectedly went to end of service (eos) due to excessive charge time. The device was explanted and was replaced. No patient complications have been reported as a result of this event.